Manufacturer narrative:
(B)(4). The unit powered up with a blank display due to a crack at the bottom of the plastic which houses the battery compartment. The metallic battery sleeve within the battery compartment got pushed downwards, and as a result, the battery cap terminal does not make contact with the battery sleeve. Unable to perform displacement, sleep current measurement, active current measurement, and self tests due to the poor connection.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated display returned after insulin pump restart. Customer stated the display was blank less than 30 seconds. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.